Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the investigation has been completed, a supplemental report will be filed.

Event description:
The reporter reported that on (B)(6) 2011, the pt obtained elevated blood glucose readings such as "in the 400's mg/dl." The pt experienced the symptoms of blurred vision and muscle aches. On (B)(6) 2011, the pt was taken to the emergency room, where her blood glucose level was tested to be 774 mg/dl. The pt was admitted to the ICU with a diagnosis of dka, and treated intravenously with insulin. Troubleshooting revealed the pt's technique was correct, no kinks or bends in the cannula, no issues with the infusion site, the insulin was handled appropriately, and the pump date/time and basal rates were programmed correctly. During the troubleshooting telephone call, the technical service rep also reviewed the pump basal history which showed a total 10.057 units insulin delivered on (B)(6) 2011. The pt's programmed total basal rate per 24 hours is 13.37 units. On (B)(6) 2011, at 6:06 pm, the pump delivered a basal dose of 0.000 units.